Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that a prime of 10ml was initiated, the cassette was unlatched removed and reattached, another 10ml was primed, and, finally, a final prime of ~6ml was performed. Reportedly, despite ~25ml of priming no liquid had moved through the tubing. The pump was sequestered without the tubing set. The pump was setup with two different lots of tubing sets and was found to prime as expected and did run on initiating the infusion. A variance was noted in the reported administrated volume. The pump was setup to run into a graduated cylinder. Approximately 10ml was reported to have been administered but a volume of ~12.5 ml was observed in the cylinder. The count was reset for the second set and at evaluation ~16ml was reported to have been administered but ~18-19ml was observed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.